Event description:
It was reported by the customer that the nerve integrity monitor was reporting electromyography signals intermittently during a surgical procedure. There was no patient impact or actions required. Multiple attempts have been made to obtain event and patient information from the customer.

Manufacturer narrative:
This product was being used for treatment, not diagnosis. The information reasonably suggests that the device in question has malfunctioned as defined by the FDA and a review of the complaint history indicates that this product issue has resulted in an adverse event in the past and therefore, is likely to cause or contribute serious injury if this event were to recur. With no reported injury this event is being filed as a product problem. Concomitant medical products: nim response 3.0: there was no fault found with this device. (B)(4). Device analysis: engineering evaluated the system returned by the customer (mainframe and patient interface) in service and repair (s and r). S and r provided a test patient simulator and incrementing probe, as well as a test patient interface. The two fuses installed in the customer's interface were checked; one was blown, and one was good. The fuses were re-installed in their initial positions. The customer's interface was connected to the customer's mainframe along with the test simulator and test probe. The tape on the interface covering stim1 was removed. A monitoring screen utilizing all available channels was used. In the "electrode check" screen, all channels were green including both stims and ground. Using stim1, each channel was stimulated in turn; no responses were seen. Using stim2, each channel was stimulated in turn; normal responses were seen on each channel. The interface fuses' positions were swapped and the responses were checked again. Using stim1, each channel was stimulated in turn; normal responses were seen on each channel. Using stim2, each channel was stimulated in turn; no responses were seen. The patient interface cable was not working properly due to a blown fuse, all items were replaced. The unit was tested and passed all manufacturing specifications, it was then returned to the customer. Device description: the nim-response 3.0 is a four-channel emg monitor for intraoperative use during surgeries in which a nerve is at risk due to unintentional manipulation. The nim 3.0 system records electromyographic (emg) activity from muscles innervated by the affected nerve. The monitor will assist early nerve identification by providing the surgeon with a tool to help locate and identify the particular nerve at risk within the surgical field. It will continuously monitor emg activity from the muscles innervated by the nerve at risk to minimize trauma by alerting the surgeon when a particular nerve has been activated. The monitor utilizes touch screen and color graphic user interface (gui) along with the audio feedback to increase the usability of the device. The nim 3.0 is intended for locating and identifying cranial and peripheral motor and mixed motor-sensory nerves during surgery, including spinal cord and spinal nerve roots. The patient interface and cable provide the means for carrying electromyographic activity from the patient's innervated muscles to the console, an interface for carrying stimulation signals from the console to the stimulating probes/electrodes, and an interface to the console from the incrementing probe. The patient simulator is used for troubleshooting and demonstrating the system without the need for patient interaction. The muting detector probe is designed to detect the presence of electronic noise from external devices (such as electrocautery/electrosurgical unit) that may cause interference on the emg monitor. Patient interface fuse replacement - the patient interface has its own fuse. It is very important that the correct fuse is used - it must be xomed fuse kit # 8253075 (similar 32 ma type f 250v 5 x 20 mm fuses may not offer the same degree of protection).

Manufacturer narrative:
(B)(6). New reported date by customer of (B)(6) 2012. It was reported that during the use of the nerve monitor, the device was humming during the entire case. When the surgeon used the probe to touch the nerve is was not registering. The customer called the company and was told to increase the stim from 0.8 to 1.0 at which time the nerve monitor was registering the nerve. It is stated that there was no injury to the patient who was undergoing a procedure of a "neck exploration." This information that the customer provided is different from the initial complaint. With this information the complaint is not FDA reportable. There was a recognized event and a stop in the procedure; the customer contacted the manufacturer and was informed how to properly use the equipment. Parathyroid adenoma. No.